Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process and basal delivery. Customer's blood glucose level ranged from 153 to greater than 300 mg/dl, which was addressed with a manual injection. It was indicated that the customer was able to load a cartridge successfully.